Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had blank display. The customer¿s current blood glucose level was 125 mg/dl at time of incident. The customer stated that they had swimming pool and the pump started to big and the screen went blank and also stated that the pump alarmed now with motor current error detected. It was reported that they had performed self-test and was passed. The customer was advised to monitor pump and called back if necessary. The insulin pump will not be returned for analysis.